Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing swelling and fluid discharge at the ipg pocket site. It was noted that the patient developed an infection. The patient was brought to the emergency room and was placed on antibiotic. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and linear leads were discarded by the hospital.